Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Event description:
The event of rupture is no longer reportable to the FDA. There is no complaint against the device.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, h.6.